Event description:
It was reported the patient's device was in overdischarge. The patient was scheduled for a "jump start" on (B)(6) 2012. On (B)(6), 2012, it was reported that the patient had not recharged in approximately 16 months, due to pregnancy, etc. A jump start of the battery was attempted for a total of 4 hours, but it was unsuccessful. The patient was going to have her system explanted and potentially be reimplanted at a later date. This was the patient's first overdischarge. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
(B)(4).